Event description:
It was reported that the patient presented for in-clinic due to an unrelated condition. An interrogation of the implantable cardioverter-defibrillator revealed post-paced t wave oversensing. Programming interventions were made. The patient was stable.